Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. It was reported that the filter broke and blood leaked into the effluent bag. The machine alarmed with a blood leak alarm. The treatment was discontinued and blood reinfused. The patient experienced 50ml of blood loss. The sample is not available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Visual examination of provided pictures confirmed the reported failure. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) showed the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
A user facility reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. It was reported that the filter broke and blood leaked into the effluent bag. The machine alarmed with a blood leak alarm. The treatment was discontinued and blood reinfused. The patient experienced 50ml of blood loss. The sample is not available for evaluation. Additional information requested but has not been obtained.